Manufacturer narrative:
This report is filed february 28, 2014.

Event description:
Per the clinic, the patient experienced an ear infection after sustaining trauma to the cochlear implant side of the head and the issue could not be resolved. The device was explanted on (B)(6) 2013. Reimplantation is planned but has not taken place as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
(B)(4). Device not received yet for evaluation.